Manufacturer narrative:
(B)(4). Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Device evaluation: visual inspection of the implant spacer confirms the anti-migration retention wire is bent. Optical inspection of the bent wire and the posterior of the screw boss identified multiple witness marks; the witness marks appear to be approximately aligned to each other and the screw boss hole in the sagittal plane.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an acdf procedure for levels c5-c6 on the patient, the fixation screw on the peek cage would not lock properly therefore the nitinol locking ring would not cover the fixation screw. The cage was replaced with other kind of interbody device. The procedure was completed without further incident.